Event description:
The customer stated results were not reproducible on the axsym toxo igg assay. A patient sample was tested in triplicate with results of 3.6 iu/ml (positive), 0.0 iu/ml (negative) and 0.0 iu/ml (negative). The negative results were correct. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). After further evaluation, the suspect medical device was changed from the axsym toxo igg reagent, list # 9k08-20, (B)(4) to the axsym analyzer, list # 7a83-85, (B)(4). Sections have been updated to reflect this information. The abbott field service engineer (fsr) reviewed the axsym message history log, and found the axsym generated error (B)(4), motor step loss, probe up/down, sampling center twice on (B)(6) 2009. The sampling probe was not recalibrated or replaced by the operator when the probe crash/(B)(4) error codes occurred. The fsr found the axsym sample syringe was not tight enough, the sample probe interconnecting tubing was not installed correctly, and the two probes were not calibrated correctly. The fsr replaced the two syringe valves, replaced the sampling probe interconnection tubing, replaced two matrix cell rack sprockets, cleaned the processing and matrix cell carousels, and replaced and calibrated the sampling and processing probes. The fsr noted the probable cause of the erratic results generation was the damaged misaligned sampling probe. The fsr documented the axsym plus instrument was working according to expected specification after service was completed. The axsym system operation manual contains adequate information on the probable causes and corrective actions for inconsistent, discrepant, and/or erratic results and error (B)(4). The toxo igg package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal axsym performance. A review of service history for axsym (B)(4) for the time period of (B)(6) 2009 to (B)(6) 2009 found no additional incidents of inconsistent results due to probe issues since the damaged sample probe was replaced. A review of complaint metrics for the axsym analyzer did not identify any adverse trends due to toxo igg assay inconsistent results generation, or adverse trends due to any axsym probe issues. The current rate for axsym erratic occurrences/ million tests and complaints/ million tests are within expected action limits. The most probable cause of the inconsistent toxo igg patient results was the use of a crashed/damaged sampling probe. The actual cause of the suspect toxo igg patient results could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the axsym probe list no. 09a59-01 related to the issue under investigation. This is the final report.

Manufacturer narrative:
This report is being filed on an international product, axsym toxo igg list number 9k08, that has a similar product distributed in the us, axsym toxo igg list number 3b22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.